Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown size ruptured abdominal aortic aneurysm. It was reported during this procedure endovascular interventions such as fenestration and scallop were performed. A non- mdt stent graft was implanted also. The endurant graft was used in conjunction with a parallel graft to preserve perfusion to renal arteries. It was reported that during follow-up three days later, a type ia endoleak was noted and the main stent graft appeared to be infolding reportedly. This was not seen previously on final angiography. On the same date a catheter was advanced between the main stent and the vessel wall, and coiling was performed for the gap. It was reported the type ia endoleak decreased but did not resolve fully. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient will be monitored.